Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 10feb2017 to assess the instrument test well images in question.

Event description:
On (B)(6) 2017, a customer reported an unexpectedly negative antibody detection on a galileo echo instrument.